Manufacturer narrative:
Terumo service center was able to confirm the complaint. The monitor was not starting completely and there was a smell of smoke. No smoke was detected when the monitor was powered up. The power switch had exposed wires inside the monitor. The monitor was serviced and passed all service testing. The power switch assembly, single board computer and auxiliary board were replaced. The system functioned as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the unit began to smoke during set up. The product was changed out and no pt was involved.